Event description:
It was reported, "revision of a (B)(4) as part of a two stage revision for infection. When surgeon removed tibial component he found the tibial stem had broken at taper. Surgeon stated that the stem was broken before he tried to remove it. A cement spacer placed insitu."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.